Event description:
A reprocessed ascent hand piece did not function as the doctor expected it to when engaged. The device was expected to cauterize and then cut, but it did not cut. The device was sent to ascent, the reprocessor, and they found fault with the handling of this device and they are correcting their process. All similar product was returned to ascent.====================== health professional's impression======================if it did not cauterize and then cut, there would be potential blood loss and delay of surgery for device replacement.